Manufacturer narrative:
Device evaluation: x-ray demonstrated slight wireform distortion near leaflets 2 and 3, and commissure 3 bent. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and heavy at the outflow aspect. Serrated markings and leaflet damage were seen on leaflets 1 and 3 near commissure 1. Leaflet 3 had a 12mm non-transmural tear near the free margin. The sewing ring was cut around the valve and exposed the wireform at the inflow aspect. The wireform was also exposed on commissure 1. Additional manufacturer narrative: during the examination of the valve, it was found that the entire sewing ring was missing presumably removed during the explant. Severe host fibrous (pannus) tissue growth was observed on inflow side of the valve. The pannus tissue encroached onto the inflow (ventricular) surface of the leaflets with largest dimension of approximately 6 mm from the frame. Almost a half of the pannus tissue was trimmed off from the valve as received. Host tissue growth on the outflow (aortic) side was mild. Tissue damages/tears on leaflets 1 and 3 near commissure 1 appeared to be related to the explantation and forceps marks were noted on the outflow surfaces of both leaflets at the same location. Commissure 3 was noticeably bent outwards presumably occurred at the explant. No appreciable tissue calcification was depicted by x-ray imaging. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the foreign body reaction against the implants. This chronic host growth is usually benign unless the growth extends onto the leaflets and interferes with the functionality of the device. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not totally understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm aortic pericardial valve was explanted due to stenosis secondary to host tissue overgrowth. Surgeon reported the "valve had clear evidence of fibrosis on the ventricular surface impinging on the orifice." Through follow-up with the healthcare provider it was learned "there was fibrosis on the ventricular surface of the 3 leaflets resulting in restrictive opening, and this was the likely cause of the further development of stenosis and symptoms." Surgeon would like to know if similar events have been reported. The implant duration of the 21mm bovine pericardial valve was five (5) years, one (1) months, thirteen (13) days. The left ventricular outflow tract was enlarged using a graft and another 21mm aortic valve was implanted. The patient was taken to the intensive care unit in stable and satisfactory condition. Pathology report found "the valve cusps are pliable. There are no gross tears or areas of calcification. There are a few areas of tissue overgrowth."